Manufacturer narrative:
The pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The pump was received with normal operating currents. There was no unexpected weak battery or failed battery alarm noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched case.

Event description:
The customer's mother reported via phone call of issues with weak battery, bad battery and motor error alarm on the customer's insulin pump. The mother states they have received replacement battery cap before. The customer's blood glucose level at the time of incident was 111mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.